Manufacturer narrative:
(B)(4). Date sent: 9/16/2021 additional information was requested and the following was obtained: 1. She was admitted because her procedure started and ended later in the day. She and her husband take the train and then have a long drive. Her bedrest would have had to have been cut short for them to make the train. 2. The episode on the commode was a vasovagal reaction as determined by the rapid response team. Straining on the commode may have precipitated it. She had also been fasting for much of the day and had been mildly nauseated post procedure. Lack of food and liquids may have also acted as a precipitant. 3. The patient has developed ascites in recent months - a small volume. Post procedure fluid leaked from a puncture site - it was actually from the biopsy puncture. She had two lesions treated and had quite a few skin punctures. We treated one lesion that was compatible by MRI with a hcc, the other was reported as lirads 3 by MRI. By us we were concerned this also represented tumor and so the decision was made to biopsy and ablate at the same time. The biopsy reported hcc. Since the patient lived a distance away I had our staff close all punctures with an absorbable suture. The fluid was clear yellow ascites. There was no concern for infection. The leak had nothing to do with the mwa device. Adverse event term: vasovagal syncope relationship to study device: not related relationship to primary study procedure: possible adverse event term: leaking abdominal incisions post mwa relationship to study device: not related relationship to primary study procedure: causal relationship relationship to study device value "causal relationship" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the probe skin insertion site closed? What kind of fluid was leaking out from the incision? Why does the surgeon believe the neuwave device led to the leaking abdominal incisions post mwa? Additional information was requested and the following was obtained: when did vasovagal syncope occur, during or post mwa procedure? Post mwa-patient was already admitted to her room and on her commode when the event went down. What might be the trigger(s) to cause the vasovagal syncope? Patient was on commode, so possibly straining/bearing down, or position change resulting in blood pressure dropping out. The exact cause was not clear, however very consistent with vasovagal response as determined by the medical team that had assessed her. Why does the investigator believe it is related to device and/or procedure? Its not likely related to the procedure itself, but because the patient had received anesthesia medications and also had mwa procedure hours earlier, the event had to be reported per the protocol. Does the investigator believe that there were any deficiencies with the neuwave device that led to the vasovagal syncope? None aware of. How was the vasovagal syncope treated? The event itself lasted approximately 30 seconds. The rapid response team was immediately notified, vs were collected, patient returned to bed. Labs including hemoglobin trended. Staff deemed the event consistent with vasovagal response since no other obvious cause was identified. What is the patient's current status? Shes well- she was discharged on (B)(6) 2021 in good condition. Shes due for visit 3 soon. When was the abdominal incision leaking detected? The leaking was initially noted on (B)(6) 2021 post mwa, however dressings were more saturated as documented on (B)(6) 2021. Patient was brought down to cvir where all 5 incisions were closed with 4-0 monocryl sutures. Steri strips and pressure dressings were also applied. Bedside ultrasound did not show significant ascites. Is there any culture performed for the fluid? None-no obvious s/s of infection noted at time of assessment. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ablation clinical trial (B)(6) the patient experienced a vasovagal syncope and leaking abdominal incisions post mwa.